Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A photograph of the dialyzer was provided for review. The photograph shows an up-close view of the dialyzer with a blood streak noted within the dialysate. There also appears to be broken a fiber; however, this could not be confirmed via the photograph. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred forty minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed within the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. A blood test strip was used; however, the strip tested negative. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. A photograph of the used dialyzer was provided. The device was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred forty minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be visually observed within the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. A blood test strip was used; however, the strip tested negative. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. A photograph of the used dialyzer was provided. The device was not available to be returned for manufacturer evaluation as it was reportedly discarded.